Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 454 mg/dl. The customer treated with insulin. Customer indicated that their sensor glucose information was not displayed at the time of their high blood glucose. Customer was unable to troubleshoot at the time of the call and indicated that they would call back later. No further assistance necessary.